Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned balloon catheter noted blood in the balloon, which is consistent with a leak while in the anatomy. There was no contrast visible. The balloon was loosely folded. There was a longitudinal rupture extending from the distal taper to the proximal taper. There were no scratches visible. There was no other damage noted to the balloon catheter. Scanning electron microscopy (sem) analysis results indicate that the balloon failure may be attributed to mechanical damage to the outer surface. In this case, it appears that the balloon rupture may be attributed to interaction with the calcified lesion. There was no report of leaks noted during the preparation for use, suggesting that the balloon damage occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history records did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. Although a conclusive cause for the rupture could not be determined, based on the results of the returned foxcross, the balloon rupture may be attributed to interaction with the lesion site and/or associated devices. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a calcified right common femoral artery. The foxcross balloon ruptured during the second inflation at 14 atmospheres. The catheter was removed without issue and a 7 x 40 mm foxcross balloon was used to complete the procedure. There was no significant delay in procedure and no adverse patient effect. Patient outcome was good. No additional information was provided.